Manufacturer narrative:
Analysis of the AED's log files identified that the failure to power on was due to a depleted battery. The logs did not indicate a cause for the battery depletion. The AED was returned for further investigation and was found to operate as intended. The depleted battery was not returned; therefore, a root cause could not be determined.

Event description:
A customer reported their AED will not power on. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.